Manufacturer narrative:
Device was returned without a specific complaint. The device was received in reset conditions with battery voltage above elective replacement indicator (eri). The device was restored from service app to therapy app. Analysis of device could not reproduce reset. Further analysis indicates reset was caused by code corruption. Cause of the code corruption was an anomalous integrated circuit (ic). Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
This report is to advise of an event observed during analysis. Data corruption.